Manufacturer narrative:
Kumar n, vasudeva p, kumar a, singh h. Prospective randomized comparison of monopolar turp, bipolar turp and photoselective vaporization of the prostate in patients with benign prostatic obstruction: 36 months outcome. Low urinary tract symptoms. 2018:10:17-20. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in lowe urinary tract symptoms that a prospective study was conducted in order to assess the durability and efficacy of photoselective vaporization of the prostate (pvp) compared to monopolar transurethral resection of the prostate (turp) and bipolar turp for treatment of benign prostatic hyperplasia (bph). A total of 186 patients who underwent procedures between (B)(6) 2011 and (B)(6) 2012 were randomized to receive one of the three procedures. A total of 58 patients received pvp treatment. In order to be included in the study the patients all met the following criteria: greater than or equal to 50 years old, an international prostate symptom score (ipps) greater than 7, a prostate volume between 20ml and 80ml, and a maximum flow rate (qmax) less than 15 ml/s. After the procedures were completed, the patients were followed for 36 months. Between 0 and 12 months post-pvp procedure, the following complications were reported: five patients experienced dysuria, four patients had a urinary tract infection, one patient had urethral stricture, and one patient had bladder neck contracture. Between 12 and 24 months post-pvp procedure, the following complications were reported: one patient experienced dysuria, and five patients had a urinary tract infection. Between 24 and 36 months post=pvp procedure, the following complications were reported: two patients had a urinary tract infection, and one patient had urethral stricture. After 36 months, the following results were experienced by patients who underwent the pvp procedure: 63.74% improvement in ipps, 54.81% improvement in ipps storage subscore, 54.44% improvement in qol, 51.08% improvement in prostate volume, 190.86% improvement in qmax, 76.23% improvement in postvoid residual volume, and a 6.9% decline in mean index of erectile function-5 (iief-5).